Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant products: 4076 implantable pacing lead - (B)(6) 2009; 4195 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a brief episode of noise oversensing. The lead remains in use. No patient complications have been reported as a result of this event.